Event description:
The device has been explanted.

Event description:
Patient reported left side rupture discovered on ultrasound. Later, healthcare professional reported left side "suspected rupture based on imaging." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. Discovered on ultrasound. Later, healthcare professional reported, left side "suspected rupture. Based on imaging" and "rupture found via ultrasound". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, openings, during analysis. Additional observations: observed, creases on the device. No further actions are required, since no manufacturing issue is observed.